Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. The product support engineer (pse) reviewed all suggested repair steps per the manual, verified the whisper swivel is in place. The pse advised the customer replace the o2 solenoid valve and provided parts ID. The customer reported replacing the gds to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the o2 accuracy failed during the performance verification test (pvt the customer reported that there was no patient involvement.